Event description:
It was reported that an asymptomatic patient presented in the clinic for follow-up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was stable.